Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed, non-calcified, target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 3.5 non-bsc stent was implanted to treat the target lesion. The stent was deployed; however, the stent was not considered to be fully deployed. A quantum maverick 15mm x 3.75mm balloon was advanced for post dilatation of the stent. The balloon was inflated once to 12 atms and the balloon ruptured. The balloon was able to be removed intact. The procedure was completed with a non-bsc 3.75x15mm balloon. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for analysis. Return of the complaint device may have aided in attempts to confirm the reported event and root cause determination. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).